Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cerebrovascular accident (cva). The patient was not on anticoagulation at the time of the event. The patient had right occipital parenchymal hemorrhage and right subdural hematoma. No treatment was performed as the family refused intervention. The death was not considered to be device or therapy related and the device reportedly operated as expected. The pump was not explanted.